Manufacturer narrative:
E1: initial reporter address:(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist sleeve and main body of a minicap extended life pd transfer set was damaged. This was observed before use of the device for peritoneal dialysis (pd) therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak, clear passage, and clamp function testing were performed and no issues were observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.